Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) for review and consultation of the presenting electrogram (egm). Upon review, noisy signals and myopotentials oversensing led to inappropriate storage of atrial tachycardia response (atr) episodes were observed. As a result of the current programming. The patient is continuing to be monitored. At this time the products remain in service and there were no adverse patient effects reported. Explanted due to therapy upgrade.

Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) for review and consultation of the presenting electrogram (egm). Upon review, noisy signals and myopotentials oversensing led to inappropriate storage of atrial tachycardia response (atr) episodes were observed. As a result of the current programming. The patient is continuing to be monitored. At this time the products remain in service and there were no adverse patient effects reported.